Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, three wires were bent on the hemopro jaw upon opening the package and insertion into the cannula. A vasoview 7 xb device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was bent and detached from the tip of the hot jaw. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).